Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01976. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that screws at tooth sites #11 and #12 fractured and were removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® titanium hexed screw, iuniht were returned for investigation. Visual inspection via naked eye and camera magnification revealed the first screw was fractured at threads; threaded portion not returned. Second screw fractured at hex and the hex piece was returned. Signs of wear observed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. Bone density type: unknown. The reported devices were located at tooth sites #11 & 12 (fdi). DHR review was completed for the subject lot number (1248839). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was performed for the subject lot number (1248839), for similar events, using complaint keywords : fracture screw. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.